Event description:
It was reported that a patient implanted with an impella 5.5 had a nosebleed so heparin was withheld. The patient was also septic and was treated with antibiotics and pressors. The patient remained on impella support.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The medical safety officer reviewed the case and agreed with the assessment provided in 1220648-2025-29818-2.

Manufacturer narrative:
Vascular damage - peripheral: clinical details mention bleeding through the nose on (B)(6) 2025. Anticoagulant use was changed throughout the case to attempt to manage the nose bleeding but also support impella. The root cause of the vascular damage was not determined since insufficient clinical details were provided. Infection/sepsis: clinical details mention that the patient was septic on (B)(6) 2025 and on antibiotics and more pressor requirements. No other details known. An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations: laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined. Optical signal issue: clinical details state a psnr alarm on (B)(6) 2025 which led to them silencing ps alarms. Data log review showed ps going out of range and contrast oscillating intermittently starting on (B)(6) 2025. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to (B)(4) for an investigation into the console. High purge pressure: clinical details state that patient¿s aic alarmed low purge flow and it dropped below 3 after patient moved on (B)(6) 2025. Flow returned to normal afterwards. Data logs show a "purge flow decreased" alarm on (B)(6) 2025. The purge pressure slightly increased and purge flow decreased before a de-airing procedure was performed and the purge pressure/flow went back to normal levels. This all occurred within 5 minutes. There were no spikes or trends in motor current at this time. No product was returned. The root cause of the high purge pressure was most likely a kinked purge line as the clinical details report the low purge flow after the patient moved and data logs show the rise in pp, de-airing, and return to normal levels within a 5-minute period with no motor current spikes/trends.

Event description:
The patient presented with end-stage heart failure requiring inotropic support and admitted with volume overload, and severe lower extremity edema. Patient continued to decompensate and the impella 5.5 device was successfully placed for mechanical circulatory support during work up for a left ventricular assist device (lvad) or orthotopic heart transplantation (oht). Approximately five days after start of the support the patient experienced a nose bleed. Heparin was suspended. Mechanical circulatory support (mcs) continued, and heparin was restarted at one point. Heparin protocol changed for a higher therapeutic goal. The patient was denied for oht. Work up continued and the patient was optimized for a durable lvad. Following, nine days later, rhino rocket was replaced to help nostril oozing. Impella mcs continued. However the patient became septic and was placed on antibiotics and more pressor requirements noted on day 20 of mcs. Support continued for the patient. Approximately 26 days later, placement signal not reliable (psnr) on console was received in addition to the automated impella controller (aic) alarmed low purge flow. The purge flow dropped below three when the patient moved. However, the flow returned to normal. There was no report or indication of aic-to-aic exchange. The issue self resolved and mcs continued. Approximately 14 days later the patient expired as care was withdrawn. Of note, there were no further updates noted during this 14-day period.

Manufacturer narrative:
The demise outcome is more related to the patient's condition given the history which includes but not limited to an ejection fraction of 20-25% and exacerbated heart failure. The patient was denied for orthotopic heart transplant showing signs of regulatory volume decrease and plans were noted for possibly cannulation for veno-arterial extracorporeal membrane oxygenation (va ECMO) for additional support while working up for left ventricular assist device (lvad). However, there is not enough evidence to rule out, dissociate the impella 5.5 from the patient's outcome. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. The patient became septic treated with antibiotic and it is unknown how, if any, the impella 5.5 pump played a role. Regarding the automated impella controller (aic), patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged or issue impacted the therapy. Aic device remained in service. Product malfunction for the aic are documented in manufacturer device report 1220648-2025-30089. B2 revised to include death and date of death. B5 revised to include the patient outcome. H1 type of report revised to death. H6 health effect - impact code revised to include code 1802 death h6 medical device problem codes 1491 and 2917 was inadvertently omitted on manufacturer device report number 1220648-2025-29818-1.